Event description:
Technician alleged that the hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician found the hi/low brake spring is dirty. The technician cleaned the hi/low brake spring to resolve the issue.